Manufacturer narrative:
The device is not available for investigation because the customer discarded it. A review of the device history record is pending.

Event description:
During a stable patient's hemodialysis treatment in the renal unit, it was reported that the "contents did not enter" when connecting a syringe to administer heparin when using a conector tego¿ device. Previously, the catheter was connected using needle-free devices. The syringe was connected to both lumens, and there was adequate return. The flow issue was observed when connecting the other syringe to administer heparin. Upon disconnection for verification, a displaced plug was observed and it needed to be removed to continue the therapy because it caused incorrect pressures in the machine. As a corrective and preventive action, the device was replaced and a facility report was generated. The customer classified the event as a non-serious adverse event. No harm was reported.

Manufacturer narrative:
A photo was provided showing a d1000 tego with tearing along the top surface of the tego. The reported complaint of no flow on the tego can be confirmed on the tego due to the seal tearing. The probable cause of the torn seal is due to uneven adhesive application. The device history review was reviewed and no nonconformities were found that would have led to the reported complaint. Corrective action for this issue is ongoing. Correction: the following field should have been blank as opposed to the na selection sent in the initial emdr: h7 - if remedial action initiated null.